Event description:
While performing regular maintenance on the sireskop system, a local siemens engineer inspected the bolts that attach the system to the floor. The engineer observed that one of the four bolts was loose. The engineer unsuccessfully tried to tighten the loose bolt and decided to install an anchor as a precautionary measure. Due to the age the cement floor at this facility, it does not meet the necessary quality standards and the base anchor could not be fastened to the required torque. According to the engineer, the unit is firmly mounted to the floor with the original bolts. However, there could be a potential danger of the unit tilting over and collapsing. It has been recommended by our factory to shut the system down until it is brought back to specifications. There have been no injuries attributed to this issue.

Manufacturer narrative:
The concerned system is currently shut down and not being used by the customer. A siemens certified installation team will visit the site to bring the room up to specifications and to re-install the table base or perform new system installation. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted november 27, 2013.